Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a crack in the o2 flow tubing, causing the possibility for hypoxic gas delivery the o2 flow tube was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a faulty o2 delivery knob. There was no report of patient involvement.